Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut down. Reportedly, the customer went swimming while wearing the pump, then the pump screen did not illuminate when the wake button was pressed. The contact stated the pump did not beep or vibrate and the wake button was not flashing. After charging the pump for 1 hour, the pump was still unresponsive. The customer's blood glucose level was 300 mg/dl and was addressed with a manual correction injection. The contact confirmed that an alternate method of insulin delivery was available.